Manufacturer narrative:
Device evaluated by manufacturer: investigation completed on returned device. Visual examination revealed that the burr catheter housing was partially dismantled. The handshake connection, sheath, coil and burr were microscopically and visually examined. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched and kinked at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck. A 1.25mm rotalink burr was used in a percutaneous coronay intervention (pci). During procedure, it was noted that the burr was stuck. The procedure was completed with another of the same device. No complications reported and patient is stable.

Event description:
It was reported that the burr was stuck. A 1.25mm rotalink burr was used in a percutaneous coronay intervention (pci). During procedure, it was noted that the burr was stuck. The procedure was completed with another of the same device. No complications reported and patient is stable.